Event description:
Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Healthcare professional reported left side exchange due to recalled implants and "rupture". Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, recalled implants.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange due to recalled implants and "rupture". Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted.